Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended replacing the power supply. Covidien not authorized to evaluate the device.